Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient did not recharge their ipg as recommended. Thus, the ipg became inoperable. The patient also had ineffective therapy due to high impedances on their leads. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.